Manufacturer narrative:
The following screws were used in the surgery: it is unknown that which of the following screws loosened: 1. Product ID: 55840006550, lot: h5296662, qty: 2, UDI: 00613994971760. 2. Product ID: 55840007545, lot: h5419440, qty: 2, UDI: 00643169004344. 3. Product ID: 55840007550, lot: h5383746, qty: 2, UDI: 00643169004351. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. . If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: primary diagnostic indication: instability (up to and including grade 2 spondylolisthesis, retrolisthesis or lateral listhesis); stenosis with documented pre-operative instability; recurrent disc herniation it was reported as per a clinical study that the patient had underwent posterior lumbar fusion at l3-l5 with l4-l5 transforaminal lumbar interbody fusion. On (B)(6) 2019, post-op, during patient visit, it was found that the right l4 screw was loose. There was limited evaluation of left and right intrabody bridging at l4-l5 due to projection and hardware. In addition to the loosened right l4 screw, the screw at right l3 and the screw at left l4 were also found to be loose. No patient complications were reported that were associated with the reported event.